Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. This issue happened with several infusion sets of the same lot.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer discarded the defective cannulas.